Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis (fa) team. Fa investigations confirmed the customer reported complaint. The conductor wire¿s insulation was damaged at the idler pulleys. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Additional observation(s) not reported by site: the instrument was found to have various scratches on the distal end of the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.05¿ - 0.27¿ in length and are not axially aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the conductor wire insulation damaged on the bipolar yaw pulley near the silicone potting. The instrument had eight remaining uses out of 14. The damaged insulation was found to exhibit indentations and gouging. A line pattern was also observed across the damage which suggests that something rubbed against the insulation. Additionally, the scratches/abrasions on the main tube were confirmed.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument insulated wire was damaged. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that it is not known if the instrument collided with another instrument. There were no problems removing the instrument from the cannula.